Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the touchscreen became cracked and the display appears "blurry". Reportedly, the pump is no longer functional. Customer had elevated blood glucose levels (+300 mg/dl). Customer reverted to tresiba and humalog to stabilize blood glucose levels. Multiple attempts were made to follow up with the customer on the reported issue. No response from the customer was received.